Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead could not be advanced through the catheter. The lv lead was not used and replaced during the procedure. The patient was in stable condition.